Manufacturer narrative:
(B)(6). Catalog number: part number provided as non-sterile version of the part. Based on the provided lot number, part number should be sterile version of part. Information for sterile part number is being reported. (B)(4). Part of the nail remained in the patient; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Part 04.034.449s, lot 7665024 (sterile): manufacturing location: (B)(4). Manufacturing date: april 25, 2014. Expiration date: march 31, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2017 due to non-union of the proximal 1/3 tibia and nail breakage. The original surgery and implant date are unknown. X-rays taken on an unknown date post-operatively determined nail breakage and non-union. The nail broke on the most distal (static) hole in the proximal end of the nail. The tibia nail construct which included one (1) 10 mm x 345 mm tibia nail and two (2) 5.0 mm locking screws were removed. The distal portion of the nail was unable to be removed and a large fragment was left behind in the patient¿s bone. Both screws were removed intact. No surgical delay was reported. The patient was revised to a lateral 4.5 mm lcp proximal tibia plate. Procedure was completed successfully and the patient was listed as stable post-revision surgery. Concomitant devices: 5.0 mm locking screw (quantity 2). This is report 1 of 1 for (B)(4).